Event description:
It was reported that during an unknown procedure, the seal of the device tore apart when the surgeon was inserting hand through the opening. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the iris seal torn. The initiation site appeared to be adjacent to the o-ring and migrated approximately 270º around on the upper inner seal ring. However, it could not be determined what may have caused this condition. The final quality release criteria was met before this batch was released for distribution.